Manufacturer narrative:
The biomedical engineer (bme) reported that the switch box (pe-210ak, sn: (B)(6)) gave a "the electric stimulator is overloaded" error message while performing a cortical mapping on a patient. They were stimulating lb1-lb2 (left anterior hippocampus) with both low frequency and high frequency stimulation (3 ma for both). With the low frequency stimulation, they heard a crackling noise coming from the stimulation box in addition to seeing artifacts. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the switch box (pe-210ak, sn: (B)(6)) gave a "the electric stimulator is overloaded" error message while performing a cortical mapping on a patient. They were stimulating lb1-lb2 (left anterior hippocampus) with both low frequency and high frequency stimulation (3 ma for both). With the low frequency stimulation, they heard a crackling noise coming from the stimulation box in addition to seeing artifacts. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the switch box (pe-210ak, sn: 73) gave a "the electric stimulator is overloaded" error message while performing a cortical mapping on a patient. They were stimulating lb1-lb2 (left anterior hippocampus) with both low frequency and high frequency stimulation (3 ma for both). With the low frequency stimulation, they heard a crackling noise coming from the stimulation box in addition to seeing artifacts. No patient harm was reported. Investigation summary: no patient harm was reported. The complaint device was not returned for evaluation. As such, a device evaluation could not be performed, and a definitive root cause could not be identified. There is also no trend regarding this issue. Without a root cause, countermeasures for the issue could not be identified. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the switch box: eeg system: model #: eeg-1200a-dt serial #: (B)(6) device manufacturer data: 05/10/2019 unique identifier (UDI) #:(B)(4) returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the switch box (pe-210ak, sn: 73) gave a "the electric stimulator is overloaded" error message while performing a cortical mapping on a patient. They were stimulating lb1-lb2 (left anterior hippocampus) with both low frequency and high frequency stimulation (3 ma for both). With the low frequency stimulation, they heard a crackling noise coming from the stimulation box in addition to seeing artifacts. No patient harm was reported.